Event description:
Patient reported "mastalgia", "radial folds, compatible with folds, inside the implants", "moderate amount of heterogeneous fluid in the subcapsular space", "sparse cysts" and " signs suggestive of capsular contracture/pericapsular inflammatory process" confirmed via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii-IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and seroma-late.